Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported by the customer that his reservoir was leaking. The customer stated that the reservoir had leaked into the reservoir compartment and the insulin pump casing. The customer then stated that the leak was past both o-rings. The customer also stated that he thinks there is something wrong with the plunger. Nothing further was reported.